Event description:
Same case as 2134265-2009-06944. It was reported that during a percutaneous coronary interventional procedure, a tip detachment occurred. The 80% stenosed lesion was located in a severely tortuous and moderately calcified circumflex artery(cx). After attempting to cross with three different non-bsc guidewires, a floppy rotawire was able to be advanced into the lesion. A 1.25mm rotalink plus device was used with the rotawire to complete two ablation passes of 10 seconds each. At this time, it was noted that approximately 2.2cm of the rotawire tip had detached in the distal cx inside the patient. Because of the guidewire tip's placement, the physician opted not to retrieve fractured guidewire tip. A 2.5 x 24mm non-bsc stent was implanted to secure the detached tip. No further patient complications occurred. The patient's status was satisfactory.

Event description:
Same case as 22134265-2009-06944. It was reported that during a percutaneous coronary interventional procedure, a tip detachment occurred. The 80% stenosed lesion was located in a severely tortuous and moderately calcified circumflex artery (cx). After attempting to cross with three different non-bsc guidewires, a floppy rotawire was able to be advanced into the lesion. A 1.25 mm rotalink plus device was used with the rotawire to complete two ablation passes of 10 seconds each. At this time, it was noted that approximately 2.2 cm of the rotawire tip had detached in the distal cx inside the pt. Because of the guidewire tip's placement, the physician opted not to retrieve fractured guidewire tip. A 2.5 x 24 mm non-bsc stent was implanted to secure the detached tip. No further pt complications occurred. The pt's status was satisfactory.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Device evaluated by manufacturer: visual and microscopic examination of the returned device revealed kinks observed throughout device with the distal end missing. Sem (scanning electron microscopy) analysis of the fractured section revealed "the fracture surface exhibited features typical of a bending motion." No other anomalies were noted. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B) (4)